Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was in the hospital with severe head aches. The caller stated that they don¿t think the headaches are related to the device, but were not sure. The patient did not clarify if they were admitted to the hospital or just there for an appointment. No further complications were anticipated/reported.